Manufacturer narrative:
One device was returned for evaluation. Visual inspection was performed, and the reported problem of tubing disconnected was confirmed. Functional testing evaluated the remaining assembly to check for leaks and unit met specifications. The root cause is unknown. No corrective actions. The device history review of the reported lot number found no non-conformities during the manufacturing process.

Manufacturer narrative:
E1: 2360 876-5832. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the inflatable balloon and air tube detached, making it unusable. There was no patient involvement, and no harm/adverse event was reported.